Event description:
Rn attempted insertion of a insyte autoguard bc IV catheter 18g lot#5171710 exp 05/31/2028 into patient's right hand. Insertion was successful with flash back, however upon pushing the button to retract the needle it did not retract. Rn1 then attempted to remove the entire catheter and the needle would not remove from the patients hand. Rn2 also attempted and still the needle would not come out. Rn1 continued to apply pressure and rn3 attempted to remove the needle with same results. Then the catheter suddenly on its own retracted and popped out. Catheter was removed, swelling noted on patients hand and pressure applied.